Manufacturer narrative:
The device history records were reviewed for the laser and there were no unusual findings related to the reported issue. Based on available information, the cause was likely due to user-driven laser settings that were not yet optimized. (B)(4).

Event description:
A surgeon reported an incomplete lens fragmentation during the laser assisted lens fragmentation. A company representative reported surgeon had difficulty removing lens during which the capsule tore, anterior to posterior, requiring a vitrectomy. An anterior chamber lens was implanted. The event resolved with treatment.